Event description:
It was reported that the foley catheter was placed in operating room and had device issue on 6e. Foley catheter came out of patient.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause manufacturing related. Received (0) photo samples. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with inlet tube, sample port connector, 3-way temp sensing foley catheter and tes. Verified material number 119216m. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage was observed. Upon inflation, the solution exited out of a 0.015¿ pinhole located at the trifurcation. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections made to tab(s) d, f, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in operating room and had device issue on 6e. Foley catheter came out of patient.